Event description:
The customer contacted physio-control to report that their device powered off unexpectedly during patient monitoring. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, battery cable assembly and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue was determined to be due to fretting corrosion on the pcb mounted jack connector, j11, and cable -mounted plug connector, p11.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly during patient monitoring. The patient associated with the reported event was not harmed.